Event description:
It was reported that the iab was inserted using a guide wire in a pt with very calcified arteries. The iab was placed over the guide wire with difficulty. When the physician attempted to remove the guide wire resistance was encountered, so the entire assembly was removed. A second attempt to insert another iab, was unsuccessful. The pt was subsequently treated with medication and there were no associated pt complications.